Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7087023. UDI: (B)(4).

Event description:
It was reported that feels unwanted sensations at the rib and was found out that the spinal cord stimulator lead had migrated which was confirmed via x-ray. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return as it was kept at the facility.